Event description:
A 5.5. Portex tracheostomy was placed on 7/3/97. On 7/6/97, the pt had an episode of respiratory and cardiac arrest for approximately 2 minutes. The pt was difficult to ventilate. An oral endotracheal tube was placed and resulted in successful ventilation. The clinician caring for the pt felt the most likely cause of the ventilatory obstruction was a possible false tract formed by the tracheostomy tube in the subcutaneous tissue.